Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Reportedly, the customer delivered a bolus and miscalculated the amount of insulin to deliver for the amount of carbohydrates consumed. Customer drank juice to address low bg levels.